Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had been dropped. The customer states they received safety notice. The customer wanted to test pump. The customer states they had been running in the 400 mg/dl range. The customer states they had been doing better and had treated with bolus. Troubleshoot was conducted and the device passed testing. The customer was advised to monitor the device.